Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device trace download analysis confirmed the device alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. Customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump had turned off. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.